Event description:
The customer contacted baxter's technical service center regarding a high drain 105/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) after use. The technical service representative (tsr) determined that the home patient (hp) drained 4599ml on drain 5. The tsr instructed the hp to contact the peritoneal dialysis registered nurse (pdrn) regarding the alarm and regarding using the hcp for that night's therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported event. The nurse stated that she was aware of the event. She stated that the patient has not reported any additional drain volumes that would meet iipv criteria or any reoccurrences of the alarm. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was a false empty detected and use error; the clinician inappropriately set the minimum drain volume percent setting too low. Additional information: the label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. A device history review was performed and no abnormality was observed in the manufacturing of this device.